Event description:
Customer reported a hospitalization due to high blood glucose of 500 mg/dl. Customer stated that she had run out of insulin completely. Customer stated that she needed training on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.